Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return (no display) and the liquid crystal display module was replaced. The device was calibrated and re-tested and it passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's screen was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.